Manufacturer narrative:
The pump has not been requested to be returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose of 527 mg/dl with moderate ketones, polydipsia, polyuria and vomiting associated with an intermittent power issue. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was revealed that the yellow o-ring on the battery cap was visible at the time of the power interruption. This complaint is being reported because the patient allegedly experienced hyperglycemia as a result of use error.